Event description:
Contacted regarding two erroneously elevated accu tnl results from two different patients that were generated by the access 2 instrument. The elevated accu tnl result was 1.87ng/ml from patient a. The elevated accu tnl result was 0.64ng/ml from patient b. The patient b result was reported out of the lab. The customer indicated that the original patient a and patient b samples were re-tested for an accu tnl. The repeated accu tnl result was 0.06ng/ml from patient a, and 0.13ng/ml from patient b. Corrected reports were issued for patient a and patient b. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.